Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Return requested. Medtronic investigation of returned suspect device finds that, as reported, the tip of the probe is severely twisted. Otherwise, the instrument is in good condition. Physical damage - bent instrument tip - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, their lumbar probe tip was twisted. The damage was noted at the end of the procedure. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.